Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, as well as high pacing thresholds and oversensing. It was reported that this was a known lead anomaly; to date, no intervention has been communicated nor planned. No resulting adverse patient effects were reported.